Manufacturer narrative:
(B)(4). The complaint for the connection issue and reload set alarm cannot be confirmed in the lab due to a lack of sample. The lot number is unknown hence a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation for the reload set alarm is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a reload set (rls) 201 alarm that appeared on the homechoice (hc) display during prime. The caregiver (cg) revealed that he accidentally un-spiked and re-spiked one of the supply bags during priming, and then the hc machine alarmed with the rls 201. The technical service representative (tsr) explained alarm and assisted to clear the alarm. The tsr advised the cg to start over with all new supplies. During a follow up with the hp regarding the use error, it was revealed that the issue was resolved, and that she was re-trained by her nurse. Per hp, she is doing fine and continuing therapy. The hp stated that there were no defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.